Manufacturer narrative:
An 0x33 alarm was reported in the download data. The device was connected to a pdm and delivered a 5-unit bolus with no issue. Investigation found damage to the exposed portion of the soft cannula. Fluid diverted through the damaged portion of the exposed soft cannula upon rotation of the ratchet gear. Although the cannula was damaged, the timing and cause of the damage are unknown. No timeouts or drive stall were present in the download data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was greater than 300 mg/dl. The pod was worn between 4 and 24 hours on the arm. No information was provided on how the hyperglycemia was treated.